Event description:
While attempting to remove three screws from the lateral aspect of the right ankle, the screw removal tool from the synthes screw removal set was utilized to remove the distal fragments of the screws. In doing so, the tip of the screw removal tool was fractured. The tip of the screw removal tool was well embedded within the talus.